Event description:
The customer was hospitalized for dka and the customer was on an insulin drip. The customer called to insure the pump is functioning properly. Troubleshooting was done and pump passed the self test.